Manufacturer narrative:
(B)(4)

Event description:
It was reported trough remote transmission that noise was observed on the right ventricular channel. The patient had a vf diagnosis due to the noise but the episode ended with a return to sinus before therapy was delivered. The lead was capped and replaced. Patient was asymptomatic during the procedure and in stable condition afterwards.